Manufacturer narrative:
(B)(4). Date sent: 1/31/2020. Investigation summary: this is an evaluation of pictures sent by the account. Image 1: this is an image of what appears to be the packaging for a harmonic harhd20 instrument form lot t9449u. Image 2: this is an image of what appears to be a harmonic device with the blade tip broken off. Image 3: this is an image of what appears to be the packaging for a harmonic harhd20 instrument form lot t9449u. Image 4: this is an image of what appears to be a harmonic device with the blade tip broken off. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Because the instrument was not return our evaluation is limited.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a coronary artery bypass graft procedure, the tip of the blade broke off during activation, as the doctor was bringing the device up above the open chest. The tip fell off of the instrument, onto the sterile drape. The broken tip was retrieved from the patient and placed in a specimen cup. It was not reported how the procedure was completed. There were no patient consequences reported.